Manufacturer narrative:
Affected devices were discarded after the case. No additional investigation is available.

Event description:
It was reported that during a midfoot fusion procedure, the 2.7 mm cannulated drill was placed over the 0.062 " x 6 " guide wire from the single-use instrument kit. The distal portion of the drill and wire broke off and were left inside the patient. They were unable to be retrieved. Device history records were reviewed, and they showed the devices were manufactured to specifications. The instrumentation was discarded post-op, so the product was not available for evaluation. The surgeon stated there was no interference or anomalies felt during the drilling or use of the wire. At the time of the incident, no other hardware was in the patient. It was estimated by the surgeon the drill was about 1 cm deep in the bone at the time of the fracture. No known patient adverse effects have been reported to date.